Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator urinary dysfunctional/ sacral nerve stim and gastro intestinal/pelvic floor. It was reported that she felt her device was not working and went to healthcare provider (hcp) ¿s office to get her device check. Patient was informed by hcp that her battery was turned/ cut off. She was now seeing the ¿replace programmer batteries icon¿ when trying to sync patient programmer (pp) to implantable nuerostimulator (ins). Pp unable to syn with the ins. She can¿t bring up to program 4. Patient confirmed her ins was on after changing batteries and could see program 4 at 1.5 v. Patient increased stim to 1.6v on the day of this call. It was indicated that she had an appointment with hcp next day regarding the "replace programmer batteries icon", but would cancel appointment because she was able to sync pp with ins after changing batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.